Event description:
A nonhealth care professional reported that after the intraocular lens (iol) implantation surgery, the patient experienced glare and halos. Hence the lens was explanted and replaced with another lens in a secondary procedure. The clinical reason for explant was glare and halos.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).